Event description:
The reporter indicated that he was having issues with his new programming system, adding that interrogation progress screen on his hand held device would initiate and the data received light on the programming wand would illuminate, but that the interrogation would not complete. While reviewing troubleshooting steps with the reporter, it was revealed that electromagnet interference may have caused the issue as the device had been plugged into the wall outlet during the interrogation process. Good faith attempts for additional information have been unsuccessful to date.